Event description:
Healthcare provider reported "has rupture in the left implant". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b6, d1, d2a, d2b, d4, d6a, g4.

Event description:
Healthcare provider reported "has rupture in the left implant". The device remains implanted.